Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device overheated and the laser etching was worn and hard to read. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device serial number was worn and hard to read. During in-house engineering evaluation, it was determined that the device overheated and the laser etching was worn and hard to read. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.